Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of sensor error occurred. Data was evaluated and the allegation was not found. The probable cause could not be determined as the allegation was not found. In addition, signal loss for over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of sensor error is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.